Manufacturer narrative:
Pump received with intermittent button response due to act and esc button are flat button dome. Connector was inspected and locked on lcd board. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button responded intermittently. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.